Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-05406, 1627487-2021-18032. It was reported that the patient's system could not go into MRI mode. The patient also experienced ineffective stimulation and needed better coverage. Diagnostics revealed high impedances on several contacts. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Intraoperatively, the impedances were checked with the new leads and there were still impedance issues that did not clear. As a result, the physician also explanted and replaced the ipg during the same procedure. Post-operatively, stimulation therapy was restored and the system could go into MRI mode.